Event description:
It was reported that after a left colectomy, the nurse mistakenly carries out the procedure for releasing the ecr60b reload. The reload breaks and the metal part that supports the refill remains stuck in the stapler jaw and is subsequently removed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # 412c81. B3: event day and month unknown. Captured as 1/1/24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with an ecr60b reload present. The reload was received fully fired with the pan disassembled and the reload body broken. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 412c81, and no non-conformances were identified.